Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1, h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? They did not specify. But they feel the difference every time they use the suture that we are talking about. How many devices demonstrated the alleged deficiencies in each procedure? Answered above. How many devices behave differently since the beginning of august? Answered above. How many threads are rougher? Answered above. How many threads are less malleable? Answered above. How many threads exhibit significant drag when passing through the tissues? Answered above. How many devices had issues with the connection between thread and needle? Answered above. When were the devices had issues with the connection between thread and needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Zero. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Ok. Please provide the source or name of person providing answers to follow-up questions: nurses: (B)(6). Just so there's no doubt: the suture has been behaving differently since around august. I have two samples of the same reference: one from before august and one from after. And from the packaging, it's clear that it's changed. This team believes that not only is the packaging different, but the suture has changed as well. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. Customer reports that the suture has been behaving differently since the beginning of august. The thread is rougher, less malleable, and exhibits significant drag when passing through the tissues. And the connection between thread and needle is not the same. This customer uses the suture for a long time ago (many, many years). It is a cardiothoracic department. There were no patient consequences reported. Additional information was requested.